Event description:
Received an article titled "retrograde target vessel catheterization as a salvage procedure in fenestrated/branched endografting" published in the journal of endovascular therapy in 2015. The study consisted of retrograde target vessel catheterization as a bailout technique in fenestrated and branched endografting. The study involved 11 patients from 2003 through 2014 with juxtarenal, suprarenal, and thoracoabdominal aortic aneurysms that required retrograde target vessel access as a bailout measure due to failure of an antegrade approach. Per the study, one patient developed an acute intraoperative occlusion of the left renal artery (lra) and developed a retroperitoneal hematoma postoperatively.

Manufacturer narrative:
(B)(4). A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, it suggest that retrograde target vessel access is a feasible bailout procedure when antegrade cannulation fails. Secondary technical success is high, but the procedure is associated with higher perioperative morbidity and longer hospital stay. Related MDR's: 1219977-2015-00202, 1219977-2015-00203.